Event description:
It was reported that during a lap cholecystectomy procedure, the device jammed and fired malformed clips. Another device was used to complete the procedure . There was not adverse consequence to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.